Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/18/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on 12/24/2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced a skin reaction which occurred four days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, and blisters under the sensor patch area. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient consulted a health care provider who prescribed an oral steroid medication for the reaction. Multiple attempts to contact the reporter were made; however, no other details were obtained. The patient was in good condition at the time of report. No additional event or patient information is available.